Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, there was a sample returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The probe was received for testing on this investigation. The returned sample was connected to a calibrated system and was successfully recognized. A visual evaluation found the sample to have a nonconforming tip. However, as to how or when it became damaged remains inconclusive. The root cause of the reported event can be attributed to a bent articulating tip. However, as to how or when it became damaged remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before a vitrectomy surgery an ophthalmic probe was not able to inserted into the port. The surgery was performed and completed after replacing the product with another one. There was no patient harm reported.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).